Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse) and discussed two issues, the device not recognizing the o2 and an error code consistent with a high blower temp failure. Regarding the o2 issue, the customer said they disconnected the oxygen manifold and connected oxygen directly to the v60; they could hear a leak within the v60. The high pressure o2 sensor stem had gas coming out when the o2 was connected. The o2 pressure goes to 77 psi when the o2 is connected. The rse advised the customer to replace the da pcba to resolve the o2 issue. Regarding the error code consistent with a high blower temp failure, the customer stated the air inlet filter was very dirty. The rse advised replacing the air filter and provided the customer with the part number. Following the evaluation of the device, the customer replaced the da pcba to resolve the o2 problem. The unit was then functionally tested and successfully passed specified tests.

Manufacturer narrative:
It was reported to philips that the device was not recognizing the o2 and was giving an error code consistent with a high blower temp failure.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
The bio-med reported that the unit does not recognize the oxygen (o2). There was no patient involvement. The bio-med advised the error code consistent with blower temperature high was in the significant event log. The bio-med advised the air inlet filter is very dirty. The remote service engineer (rse) suspected the air inlet filter is dirty and provided part identification (ID) for the air filter.